Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion and result codes are applicable to the ascend a catheter device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown intrathecal medication via an implanted pump for malignant pain and other carcinoma. Return paperwork was received and indicated the patient¿s pump device reached the elective replacement indicator (eri). The pump was explanted on (B)(6) 2016 and during the replacement procedure they attempted to implant the ascenda catheter but it had a "defective bump" on the spinal segment. Further information was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was noted that the patient was receiving dilaudid 2.5 mg/ml at 1.5732 mg/day, bupivacaine 30.0 mg/ml at 18.879 mg/day, and compounded baclofen 400.0 mcg/ml at 251.72 mcg/day. It was reported that during a scheduled pump replacement, a new catheter was to be implanted as well. The first catheter opened had a ¿silicone gob¿ on it and could not be passed. A second catheter was opened and implanted instead. Diagnostics included surgical observation. The event resolved without sequelae on (B)(6) 2016. Regarding etiology, the event was related to the device or therapy, specifically the entire catheter. The event was not related to the implant procedure. There were no reported symptoms.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the catheter body with foreign material on the surface - out of box. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.